Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the definitive cause of foreign matter remaining in the device could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.